Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to, imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation / sedation unknown. D2b: additional product code fhn.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the unknown anatomical location during an unknown procedure on (B)(6) 2025. During the procedure, the doctor stated that the bands jammed and could not release any more bands after the 3rd one. Procedure was cancelled and rescheduled. No patient complications were reported as a result of the event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to imdrf code f1001 captures the reportable event of cancelled/rescheduled - post sedation / sedation unknown. D2b: additional product code fhn. Correction: b3: date of event. B5: describe event or problem. G4: premarket / 510(k) #. Additional information: a1: patient identifier. A2: age at time of event; unit of measure (age). A3: sex; gender.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus for treatment of eradication of esophageal varices during an upper digestive endoscopy on (B)(6) 2025. During the procedure, three successful ligations were completed. On the fourth attempt, despite aspiration and rotation of the handle, the elastic band was not released. A second attempt at release was also unsuccessful. The gastroscope was withdrawn from the esophagus, and the handle was observed to spin freely without releasing the subsequent bands. Procedure was cancelled and rescheduled. No patient complications were reported as a result of the event.